Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's current blood glucose is 980 mg/dl. The customer had low grade fever with vomiting. Customer was feeling sick and lethargic and went to visit a doctor and was sent to emergency room. The customer stated that the contour nextlink meter showed 595 mg/dl but the hospital¿s meter showed just over 200 mg/dl. Customer stated that at the hospital they removed insulin pump and gave intravenous insulin saline. Customer stated that at the hospital did the blood work and when they found out the result the patient was transferred to another hospital. After 12 to 14 hours the customer became stable and they removed from intensive care unit at 8 am on (B)(6) 2019. The insulin pump will not be returned for analysis.